Event description:
The pt was implanted with a siltex saline mammary prosthesis on 12/9/1993. Subsequently, the pt experienced a deflation of the device, capsular contracture and infection. The device was removed on 12/28/1998.